Event description:
It was reported that the user¿s ilet alerted for an expired infusion set and low insulin. After guidance to prime and apply a new infusion set, delivery resumed. Symptoms included hyperglycemia peaking at 293 mg/dl without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.